Event description:
The initial reporter stated that the pump was not delivering. Mmdg did follow up with the initial reporter to obtain additional information, but no other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.